Event description:
It was reported to philips that the system detected an unintended table longitudinal movement during power-on self-test. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the additional information collected, the issue occurred during an emergency procedure, which was completed by moving the patient to an adjoining cath lab. The philips field service engineer (fse) visited the site and confirmed that the table fault was due to a defective longitudinal pot meter. A review of the log file confirmed a table longitudinal error, which could be caused by a malfunctioning potentiometer, motor drive, or power supply. The fse replaced the longitudinal pot meter and returned the defective part for evaluation. The supplier¿s analysis could not conclusively determine the cause of the longitudinal pot meter failure. However, the replacement of the longitudinal pot meter resolved the reported issue and restored system functionality. Following the replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.